Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0058623. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3. Other text : see h10.

Event description:
It was reported that syringe 5ml saline fill china sp leaked. The following information was provided by the initial reporter: on (B)(6) 2020, the patient could not be controlled due to hyperglycinemia and was hospitalized in our hospital. The patient needed to use a prefilled sealing tube when the indwelling needle was used for fluid transfusion. When taking out the box, it was found that most of the prefilled syringes in the box were deformed and leaked, so a new precharge was replaced.

Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0058623. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that syringe 5ml saline fill (B)(6) sp leaked. The following information was provided by the initial reporter: on (B)(6) 2020, the patient could not be controlled due to hyperglycememia and was hospitalized in our hospital. The patient needed to use a prefilled sealing tube when the indwelling needle was used for fluid transfusion. When taking out the box, it was found that most of the prefilled syringes in the box were deformed and leaked, so a new precharge was replaced.